Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned vial contained test strips from multiple lots - unable to test. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on 05/12/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition improved a lot and does not have any diabetic symptoms currently. Customer went to the dr. On (B)(6) 2016. Customer states that she was told by her dr. That if her glucose drops low to take two extra units of insulin. Blood glucose test result at doctor's was 120mg/dl. Customer states that she did try to run another blood test again to with the meter and the meter still gave a lo result.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 130mg/dl. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 05/09/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling from (B)(6). Customer states that her friend purchases the true2go meter from (B)(6) and brought it down to (B)(6) for her yesterday. Customer states that she is feeling symptoms of high blood sugar but the meter is giving results of lo. Customer is having symptoms of frequent urination, thirsty and she is hungry often. Customer states that she runs a blood test on another meter (mmol ) and her got 15.4. Customer will be going to the dr. Tonight based on her diabetic symptoms.